Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty battery. The battery was scrapped. The device battery connection assembly was replaced to resolve the battery communication fault which in turn triggered a red x. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (male & age unknown), the device displayed a red "x" indicator and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported issue.